Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 218 mg/dl at the time of the call. The customer stated the pump had been exposed to magnetic fields. The customer experienced symptoms such as being in a fugue state. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had issues with sensor signal loss, and an insulin flow blocked alarm on the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.